Event description:
On (B)(6) 2009, pt and his mother reported his infusion device was giving him the e-10 (cartridge error) when attempting to change the cartridge and the piston rod making an abnormal noise. Pt stated he changed the battery prior to the call. Attempted again to complete the change the cartridge procedure and the piston rod returned, but made an abnormal noise (like grinding) at the bottom of the chamber. Pt reported then the infusion device alarmed e-10. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.